Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005, addr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's atrioventricular heart beats were not synchronized. It was also reported the right atrial (ra) lead was not functioning and a suspected fracture was noted. The lead was programmed off and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.